Event description:
It was reported that the patient underwent explantation of the nail due to nonunion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: event occurred in canada. H6: proposed code: mechanical (g04) - im nail. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.